Event description:
It was reported that the patient's implantable pulse generator (ipg) charging burden increased significantly. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.